Event description:
Discordant high results for troponin I (tni) and creatine kinase mb (ck-mb) were obtained on a dimension vista 1500 instrument. The third sample of a sequential sampling of a patient was tested and false high (positive) results were obtained. The previous samples were low (negative). A fourth sample also gave negative results. The third sample was rerun on the same instrument and negative results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant tni and ck-mb results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of discordant tni and ck-mb results was due to the aliquot short sampling. The fse replaced the aliquot probe and bleach pump. The instrument is performing within specifications. No further evaluation of the device is required.